Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that escape button were sticking. The customer reported scratches on insulin pump screen, insulin squirting cannula when priming and insulin pump had grinding noise while priming. The customer had to change battery once in a week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.